Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results when testing a patient with coaguchek xs meter serial (B)(4). (B)(6). No adverse events were alleged to have occurred with the patient. There were no changes made to the patient's medication. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per month. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient did not have any change in warfarin medication, no new medications, no diet changes, no additional illnesses, and no bleeding or bruising. The patient has a structured diet due to living in a retirement facility. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's meters and two vials of test strips were returned for investigation. The returned meters and strips were tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. (B)(6). All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided that would point to a cause for the result discrepancy. Upon review of the meter memory, it was determined that the dates for the meters were incorrectly set.